Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was used following a cardiac catheterization. The patient returned to the emergency department one day post deployment after feeling pain in right groin. Ultrasound revealed a hematoma and a small pseudoaneurysm. A repeat ultrasound the next day revealed no pseudoaneurysm and the patient was discharged to home.